Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein a new lead was implanted. Physician was unable to explant one of original leads. As such, the lead was left implanted. However, only the new lead and one of the original lead are connected to the system. Reportedly, effective therapy was established post operatively.

Manufacturer narrative:
The event date is estimated.

Event description:
Device 2 of 2, mfg reference report number: 3006705815-2021-01654. It was reported that the patient experienced ineffective therapy. Lead revision surgery may occur to address this issue.